Event description:
The following event was reported to ventec via medwatch report # mw5170280: "patient was on vocsn vent at school. Caregiver reported that vent shut down with no alarm. Patient was taken to ER until another vent was delivered. Mother reports patient was not physically harmed." No further details were provided.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was received by ventec for an evaluation. Ventec downloaded the device¿s electronic records (system logs) for analysis where the reported issue of it powering off by itself was confirmed. Ventec performed an evaluation of the device but was unable to duplicate the reported issue. Additionally, ventec evaluated the device¿s alarm system and observed that all alarms were functioning as expected, including the backup (inop) alarm. Proper device operation was confirmed through functional and performance testing. The cause of the reported issues could not be determined.